Manufacturer narrative:
E1: (B)(6). Reporting address line 1: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that a neonate patient was being monitored in the hospital when they experienced pauses in breathing due to choking on milk. The monitor did not alarm as expected. The nurse discovered the patient in distress and apneic. The airway was cleared, and emergency intervention was provided. The patient recovered and was stable following the event. No other clinical information or medical intervention was reported. Based on the information provided, the device event meets the criteria for serious injury. However, additional information is requested for further clarification and assessment of the customer¿s alleged harm(s).

Manufacturer narrative:
A good faith effort (gfe) response confirmed the issue occurred on (B)(6) 2025, at around 9:00 p.m. The nurse had made a round and found that the child's skin was cyanotic, and breathing had stopped. At that time, the heart rate was 40 beats per minute and the oxygen saturation was 20%. After the discovery, the nurse immediately provided airway cleaning stimulation and positive pressure ventilation with a balloon mask. The monitor was discontinued and replaced. Two minutes after emergency treatment, the condition improved. The child gradually regained breathing, heart rate and oxygen saturation. The heart rate was approximately 168 beats per minute, the breathing rate was 52 beats per minute, and the blood pressure was 56/28 mmhg (mean arterial pressure 34mmhg). The child recovered and their condition was stable as a result of timely treatment by the nurse. Technical investigation philips requested for unit logs to be evaluated by an internal product support engineer (pse). Logs were collected and examined; however, they proved to be insufficient to determine what was occurring with all patients, not just this patient or which specific alarms were occurring. The alarm logs begin about 2+ weeks after the alleged event. The recorder logged numerous recordings around the time in question, which meant the central was alarming frequently. There were no entries in the windows system logs indicating hardware issues that could be associated with the reported behaviors. The unit logs are from a piic (central station) classic n.01.23 system, which has been a stable software release but has been out of support since 2019. In the recording logs, one can see bed labels and alarm messages, not specific measurements. There was nothing in the logs that can definitely confirm if alarms were occurring for this patient at the time of the event. Based on the limited information available, the cause of the event remains unknown 20:49:45.146 (B)(6) 2025 : dataserver -- delete job (B)(4) 20:49:45.146 (B)(6) 2025 : dataserver -- delete job (B)(4) 20:59:45.146 (B)(6) 2025 : dataserver job (B)(4) deleted 20:59:45.146 (B)(6) 2025 : dataserver -- delete job (B)(4) 21:27:29.908 (B)(6) 2025 : dataserver ++ add job (B)(4) alarm, ngnrecordmgr (p2ua8282hc0), 21:27:29.908 (B)(6) 2025: dataserver job (B)(4) waiting for recorder 21:27:29.908 (B)(6) 2025 : dataserver job (B)(4) saving data 21:27:30.541 (B)(6) 2025 : dataserver job (B)(4) waiting for recorder 21:27:58.594 (B)(6) 2025 : dataserver ++ add job (B)(4) alarm, ngnrecordmgr (p2ua8282hc0), 21:27:58.594 (B)(6) 2025 : dataserver job (B)(4) waiting for recorder 21:27:58.594 (B)(6) 2025 : dataserver job (B)(4) saving data 21:27:59.227 (B)(6) 2025 : dataserver job (B)(4) waiting for recorder 21:39:35.234 (B)(6) 2025 : dataserver job (B)(4) deleted 21:39:45.147 (B)(6) 2025 : dataserver job (B)(4) deleted based on the information available and the logs provided by the customer, the cause of the reported problem was unable to be confirmed due to insufficient information supplied by the customer. The reported problem was not confirmed. A philips internal product support engineer (pse) reviewed logs; however, based on the limited information provided by the customer, the cause of the reported problem proved to be inconclusive. The investigation draws to a close and no further action is required at this time. No further investigation or action is warranted.